Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4) for the reported event of stent deployed prematurely. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-03713 and manufacturer report # 3005099803-2014-03714 for the associated device information. It was reported to boston scientific corporation on november 4, 2014 that two wallflex enteral colonic stents were used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, a stent was attempted to be placed to treat a 3cm lesion due to malignancy. Reportedly, the patient's anatomy was not tortuous and was not pre dilated. During the procedure, the physician deployed the first wallflex enteral colonic stent successfully, but not at the desired location. The fully deployed stent was then removed from the patient. The physician attempted to place a second wallflex enteral colonic stent but the stent deployed prematurely. The second stent was also removed from the patient and the procedure was not completed due to these events. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.